Manufacturer narrative:
UDI: unknown since the batch/lot number was not provided. (B)(4). The results of the investigation are inconclusive since the devices were not returned for analysis. A review of the device history records was not possible since the batch/lot numbers were unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Title: three cases of transcatheter closure for the treatment of perivalvular leakage after mitral valve replacement (mvr) no adverse events are reported in case 1 and 3. This information comes from the abstract of the "the 28th annual scientific meeting of the japanese society of echocardiography @ nagoya (aichi)", 2017, o13-3. Case 2: the patient underwent mitral valve replacement (mvr) due to infective endocarditis (ie) three times. As the patient presented with hemolytic anemia and cardiac insufficiency after the third surgical intervention, she was referred to this hospital. Later on, a 4mm x 8mm perivalvular leakage was observed in the 2 o'clock position. A transcatheter closure was performed and two amplatzer vascular plug ii (avpiis, sizes unknown) were deployed at the leakage site. However, residual leakage remained. The postoperative management for the cardiac insufficiency became favorable, but meanwhile, hemolysis was not yet restored. In order to treat the residual leakage, two additional avpiis were deployed at both ends of the previously deployed avpiis. The patient's postoperative course was reportedly uneventful and symptoms of hemolysis markedly improved. No further information is available.